Event description:
Wife of home patient (hp) reports calling baxter tech svc ctr after noting she had disconnected and then reconnected home pt from homechoice device without using proper aseptic technique. Baxter tech assisted hp in completing treatment. Rn reports no hp injury or medical intervention required as a result of incident.